Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The button requires to be pushed very hard to get the needle to retract and if it is not pushed hard enough then the needle is not retracting or is very slow to retract. Staff describe it as if the needle is almost getting stuck in the vein. This is leading to many near miss needle sticks throughout our department. The exact date is unknown. The concern is risk for the clinician with the needle slow or unable to retract, as well as the potential need of additional piv insertions for the patient. No harm or injury occurred with these

Manufacturer narrative:
The complaint of retraction issues was confirmed, and the cause appeared to be manufacturing related. Two representative 18g insyte autoguard devices were received in sealed unit packaging from lot #5045783. A functional test revealed that one needle stopped short of fully retracting and the flash notch in the needle appeared to be positioned at the septum and tip of the actuator. The other needle fully retracted, and the retraction time was within specification. The needle and actuator were within specification. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.